Event description:
It was reported that a wrapper of a bd safetyglide¿ insulin syringe with attached needle was opened, and another box was opened, and syringes were found at the bottom of the box, and were out of their packaging.

Manufacturer narrative:
Investigation summary: customer returned (11) 1/2ml, 13mm, 29g bd safetyglide insulin syringes in open blister packs from lot # 8234573. A review of the device history record was completed for batch# 8234573. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for open package (blister pack), syringes missing from blister pack and syringes separate from blister pack on lot # 8234573. Samples were forwarded to manufacturing (holdrege) on 11jan2019 for further review. On 14jan2019, holdrege received (13) 1/2ml, 13mm, 29g bd safetyglide open blister packs from lot # 8234573 with 11 loose syringes. All samples were decontaminated per hstr-17 and hqa- 68 prior to being evaluated. Upon evaluation of a visual inspection, all packages were open without syringes, 6 of the samples had the bottom web and top web attached with incomplete seals, all other samples had the top web and bottom web completely separated from each other due to no seals. Investigation conclusion: there was open packaging and no syringes, and syringes were found at the bottom of the box, out of their packaging. All returned blister packs were examined and all were observed to have incomplete seals or no seals at all. This could cause syringes to fall out of the blister pack and be out of the packaging. Root cause description: if the seal clamp is not down tight, it could cause open seals like these. If the operator has to run the web through, sometimes it will get out of alignment and if those packages don¿t get thrown out they can be packaged. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a wrapper of a bd safetyglide¿ insulin syringe with attached needle was opened, and another box was opened, and syringes were found at the bottom of the box, and were out of their packaging.